Event description:
I have been using renu with moisture loc contact was solution for months before I went to e.r. In 01/06- I had previous corneal abrasion in 11/05 and was treated by eye dr then with infection and abrasion. Was using the moisture solution then also. In 01/06 I went to e.r. Room with terrible pain in right eye, discharge, blurry vision, redness and eye swollen, was treated for corneal abrasion, infection and given antibiotics and told to follow up with eye dr on monday. Went to dr 2 days later and eye was worse - eye lids swollen shut - extreme pain and no vision - changed medicines and sent me home. Was to go back to dr in 2 days. I saw my eye drs for over one week and they said on 3rd day an ulcer appeared on my cornea. They changed medication again on next appt, next day. Ulcer had exploded across entire eye and dr said he had never seen anything like this before. Dr examined me and said they were sending me to eye clinic to be seen by corneal specialist. Went there in 2/06. After week and a half of seing drs and changing medicines and finally upon going to clinic they saw me and diagnosed me with fusarium keratitis. I went through 6 weeks of corneal scrapings, anti-fungal therapy and am possibly awaitng a corneal transplant. I am still seeing the drs - next appt is in july - I have permanent vision loss and blurred vision in right eye and scarring on right cornea. Also extreme sensitivity to light.